Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon has identified that 4 to 5 weeks after the initial surgery the low profile screw got broken. There was no harm for patient, operator or third party reported. This was noticed after the surgery. No further information received. Update 8-dec-2020 dw. Further information were provided that the initial surgery was performed on (B)(6) 2020 and a revision was performed on (B)(6) 2020.